Event description:
Hcp reported the pt came into the clinic stating the alarm was beeping and needed a refill. The residual volume read 0.8 ml, but the hcp removed 16.5 ml from the reservoir. The pt reported only a little increase in spasticity as the only withdrawal symptom. Pt was getting 200 mcg/day of medication. A rotor study showed the rotor not moving the 90 degrees it should and a "pump o gram" showed the pump not moving the medication through the catheter into the intrathecal space. The pump was replaced. The pt is reported to be doing fine after the replacement surgery until he got an infection. The hcp has not seen him since the implant and does not know anything further about the infection.